Event description:
"Reason for check: fell, black stools, passing out recently. Cannot confirm lv (left ventricular) lead capture." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).